Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of valve is stuck in the suction cylinder port is likely related to component failure. Regarding the foreign material, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that white foreign material present in the air/water channel and cylinder, and valve stuck in suction cylinder port were found. There was no patient involvement.